Event description:
It was reported that the insulin pump had missing segments and partial display. No further information provided.

Manufacturer narrative:
Insulin pump received with missing segments and partial display due to broken zebra connector. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.